Event description:
The consumer reported seeing an end of service (eos) on the device. The device was off/disabled and no longer providing therapy. It was reported that the patient was getting the message on the patient programmer screen and had been having the pain since (B)(6) 2016. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.